Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 5. All steps were performed in accordance with the instructions for use. Two clips were prepared and deployed on the valve without issue. A third clip was prepared and advanced into the anatomy. After deploying the clip, it was noted to have partially moved on the posterior leaflet. The physician decided to implant a fourth clip to stabilize the clip and further reduce mr. The clip was deployed without issue reducing mr to grade 3-4.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.